Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were multiple, intermittent events in which the customer did not observe insulin dripping out of the infusion tubing during the fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, supply changes were performed resolving the issue each time.